Event description:
It was reported that during use of this pump in a knee arthroscopy, the pt's knee developed excessive swelling. There was no report of further medical or surgical intervention required as a result of this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the pump was received for evaluation. During testing, the pump operated to functional specifications and the reported problem was unable to be duplicated. The tubing set used at the time of this event was discarded by the facility and could not be evaluated. The instruction manual for this device informs the user: extravasation can occur more rapidly when using a mechanized fluid infusion system than when using a gravity system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for possible signs of extravasation. Extravasation may occur when passing the arthroscope in or out of the operative site if fluid flow is not stopped. Be sure to temporarily stop fluid flow whenever the scope is removed from the operative site. The integrity of the pressure sensing line is critical to the safe operation of this pump. A compromised pressure sensing line may cause pt injury. If the pressure sensing line balloon is collapsed, pressure sensing will be inaccurate. Extravasation or other pt injury may occur. Failure to perform a patency test at the start of the procedure to verify the integrity of the pressure sensing system can lead to inaccurate pressure readings and possible fluid extravasation.